Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was diagnosed with a infectious abscess by their doctor. The patient later made a appointment and went in to get a culture to determine what type of infection it was. The site was irritated with a lump and was draining pus. For treatment, the patient was given a prescription medication called kefalex at 500 mg to be taken 3 times per day. The pod was worn on the abdomen. The patient's blood glucose (bg) values reached over 300 mg/dl. The patient was discharged the same day.